Manufacturer narrative:
Conclusion code field left blank - no available code for undetermined or unknown cause. The customer¿s initial report of a separation of the tubing at the filter port was not confirmed. Visual inspection noted that the silicone segment was detachable near the upper fitment. Because no faults were found around the filter or filter ports, it was likely that the customer misreported the failure mode. Further visual inspection underneath a microscope found that the retainer ring on the upper fitment was missing. A retainer ring indentation was found on the silicone segment. Functional testing was not performed because the silicone segment was found to be detachable from the upper fitment. Dimensional testing was performed; all parts were found to be within the required specifications. The root cause of the silicone segment and retainer ring separation from the upper fitment could not to be determined.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during an infusion the tubing separated at its connection to the filter. No leaking was reported.